Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7356279. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It has been reported that one pegasus pnk 20ga x 1.16in prn-cap y has been found with the needle breaking during use. The following has been provided by the initial reporter: it's noticed that needle broken during usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus pnk 20ga x 1.16in prn-cap y has been found with the needle breaking during use. The following has been provided by the initial reporter: it's noticed that needle broken during usage.